Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery was stopped for an unknown reason. After troubleshooting with tandem technical support, it was determined that multiple occlusion alarms occurred. Customer's blood glucose level was 259 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.